Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had cracks by the battery and reservoir compartment. The act and b buttons on the insulin pump were sometimes unresponsive. Customer's blood glucose level was 13.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened b button and act button dome switch. The keypad connector was fully locked. The insulin pump had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the display window corner and minor scratched lcd window.